Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a blank display. The customer¿s blood glucose level was 300 mg/dl at the time of the incident. The customer reported that after replacing the battery her pump showed replace battery now and the screen turned off after 10 minutes of seeing that message. The customer reported that display was not blank less than 30 seconds and did not return. Troubleshooting was performed and the display did not return after restart. The customer was advised that the insulin pump will need to be replaced. The customer was advised to disconnect from the insulin pump and revert to the backup plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device power up properly after battery installation. Device passed sleep current measurement, active current measurement, self test and displacement test. No blank display or unexpected battery power loss alarm noted during testing.